Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Air ingress was noted on the side port. Before the ls application, the catheter was in a cobra shape, and the catheter was removed outside the patient. The catheter was inserted again into the faradrive steerable sheath clear. Air aspiration was performed, and air could be removed continuously. The hemostasis valve of the faradrive steerable sheath clear was suspected to be damaged. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.

Manufacturer narrative:
B5 describe event or problem: updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Air ingress was noted on the side port. Before the ablation for left superior pulmonary vein (lspv) application, the catheter was in a cobra shape, and the catheter was removed outside the patient. The catheter was inserted again into the faradrive steerable sheath clear. Air aspiration was performed, and air could be removed continuously. The hemostasis valve of the faradrive steerable sheath clear was suspected to be damaged. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. It was further reported a pump was used for the irrigation of the faradrive steerable sheath clear. A large number of air bubbles within the syringe was observed. The guidewire and farawave tip was even. (The tip was aligned). No visible damage was noted on hemostasis valve of the faradrive steerable sheath clear.